Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no complaint related issues were found; the implants conform to our specifications. No product fault could be detected. The additional evaluation revealed that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs-screw. No product fault could be detected.

Event description:
It was reported that the plate did not fit over the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Previous initial (B)(4) was submitted in error since (B)(4) is a duplicate of (B)(4).